Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. During the end of the procedure, the percutaneous pin was stuck in the patient at the iliac crest. The site was able to remove the perc pin, however the distal tip of the pin was damaged. The issue did not result in a procedure delay. The percutaneous pin was discarded and would not be returned. The procedure was completed without aborting imaging or navigation. There was no impact on patient outcome. No complications were reported/anticipated.